Manufacturer narrative:
The data in this case is contradictory. Nevertheless, the failure of the denture can be traced to several points of high risk. (1) the healing time of a sinus lift is 6 to 9 months. Here the prosthetic treatment followed after 3 months. (2) a natural tooth with its elastic suspension was splinted with an implant. (3) the oral hygiene was not sufficient in combination with multimorbidity and multiple medication. All of these points are qualified to have caused the failure. This reportable event was identified as "unusual." Per asr exemption #e1997021, events considered unusual, unique or uncommon are not reportable via asr and must be reported via an individual MDR submission. Therefore, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
It was reported that a (B)(6) year old male patient received an xive s plus dental implant on (B)(6) 2015 in region 04 (fdi # 15). On (B)(6) 2016 the implant was explanted. The dentist reports a loosening of the implant and the fracture of the natural tooth 06 (fdi # 13) which were splinted by fixed denture. It is also reported that the patient had an average oral hygiene, bone quality ii and reduced occlusal contacts. A sinus lift was done in the same session and the prosthetic treatment followed after only 3 months. During a phone call, the dentist provided further information about the multimorbidity of the patient coming along with multiple medication and qualifies the statement about oral hygiene being rather poor. He asserted that no sinus lift and augmentation were conducted.